Event description:
Company rep is reporting that during a shoulder repair the distal portion of the needle broke off into the patient's joint. All was retrieved and the case was concluded successfully without further incident or harm to the patient. This is the second time this has happened in several weeks. The first time is unknown.